Event description:
It was reported that the pt received a primary tka surgery in 2005. The x-rays showed the tibial baseplate to be loose (cemented, not infection). The surgeon removed the tibial baseplate and bearing insert, and implanted a cement mold instead in 2009. At about two weeks later, the cement mold was removed, and a new baseplate and insert were implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.